Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after approximately one hour, generating a sensor failure alert, and the caregiver removed the sensor and applied a new sensor that began a standard warmup while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health beyond the need to replace the sensor and continue therapy with a new sensor. Investigation included review of the reported pairing failure and user troubleshooting, including sensor replacement and initiation of a new warmup. Investigation of this case revealed that the event was consistent with a sensor communication or pairing malfunction between the cgm sensor and the ilet without evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient device-to-device communication issue.